Manufacturer narrative:
The complaint is confirmed by the user facility's biomedical engineer (biomed). The biomed will be repairing the device. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the perfusionist received a flickering error message that the backup battery could not be charged and that full backup may not be available despite the fact the battery was fully charged. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.